Event description:
Falsely elevated advia centaur xp digoxin results were obtained for a patient sample. The results were questioned. The patient was sent to the hospital to be tested again. Testing was performed on an alternate method and the digoxin result was as expected. The same sample that was tested on the alternate method was tested on the advia centaur xp and the result was elevated. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the falsely elevated digoxin result.

Manufacturer narrative:
The cause for the falsely elevated digoxin results is unknown. The calibration and qc was acceptable. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."